Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf. And "date returned to manuf." To coincide with the product return. Updated the h6 method, results, and conclusions codes to coincide with the findings of the failure analysis of the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a faulty battery (18229-0118-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Upon evaluation of the device, it was documented that the battery was received with a 92% capacity and was able to charge, calibrate and operate with no noted issues. While operating on the battery power only, a testing device was able to power up without issue and deliver manual shocks within a passing range. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified.

Event description:
It was reported to philips that the device had a faulty battery (18229-0118-p) for which a replacement was required. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.